Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D4. Catalog: unk_smart touch bidirectional sf. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia - (idvt) procedure with a thermocool smarttouch sf catheter and the patient experienced death two days after the ablation procedure. It was reported that the patient was found deceased in their home two days after their ablation procedure was completed. The staff member found out through someone from the cardiology clinic and informed the biosense webster, inc. Representative of the event earlier today. No information available of the type of medical intervention provided to the patient. The last known status of the patient was deceased. The cause of death was unknown. They were not sure if the following catheters were brand new or reprocessed: thermocool smarttouch sf catheter, pentaray catheter, webster cs catheter, soundstar catheter additional information received indicated that the date of death was on (B)(6) 2025. The physician did not have an opinion on the cause of death, as the patient was found deceased in his own home, and the physician had no way of knowing.